Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were within acceptable range. The customer also ran a known patient sample and the results were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the tubing in pinch valve. The cse then performed dispense tests and checked system. During a follow-up visit, the cse replaced the sample diluter, wash tubing kit, tubing connecters, check valve 2, aspirate probe connectors, rocker bearing and clip, and nozzle fixture. The cse tightened the valves and ran quality control, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report and stated that tni-ultra has a low relative light units (rlu) result range. This means that any change in the quality of the wash performance or the sample preparation can create enough change to cause a discordant result. The hsc specialist also stated that several parts were replaced, which could have been the cause of the discordant result. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower both times. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra result.